Event description:
It has been reported that during prep, while the physician attempted to flush the lumen of this device, reportedly contrast leaked through a hole in the shaft. There was no pt involvement and the device has been returned for analysis.